Event description:
It was reported that insulin gauge displayed amount different than customer expected during previous day, with pump showing much lower estimated insulin volume than anticipated. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, accepted email with cartridge loading resources, and was advised by technical support to call back for troubleshooting if problem occurred again.